Manufacturer narrative:
Per tandem's user guide do not remove or add insulin from a filled cartridge after it is installed on the pump. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 168 mg/dl. Reportedly, the customer was removing insulin from a cartridges, tandem technical supported advised the customer that removing insulin was no recommended. The customer had manual insulin injections available as alternate insulin therapy.